Event description:
Per FDA medwatch form, an 80 year old male weighing 196lbs was found deceased and lying on the floor, with his arm caught in the bed rail. The patient's head was on the floor with his lower body suspended in the air.

Manufacturer narrative:
This follow up medwatch is being submitted per a request by the FDA to include the missing related report numbers from h10 of the initial medwatch submitted on 7/30/25. The facility filled out two reports, one for each component of the bed involved, for this event. There was only one adverse event regarding the 5410low bed.

Manufacturer narrative:
The facility (B)(6) reported an entrapment incident that led to a patient's death. The event involves the ivc 5410low electric bed, manufactured by invacare sanford (florida) on may 1, 2022. The half rails and mattress used at the time of the incident were unknown. The facility was unable to provide further information regarding the manufacturer and or serial number or date code for these accessories. There was no malfunction or issue alleged with the bed or half rails. The facility has removed from bed from use. The patient had multiple pre-existing medical conditions documented in this report that may have contributed to this incident. Bed rail entrapment is a known risk in the use of bed¿s equipped with bed rails. The bed rail entrapment risk notification guide provided with the bed advises, ¿proper patient assessment, equipment selection, frequent patient monitoring, and compliance with instructions, warnings and this bed rail entrapment risk notification guide is essential to reduce the risk of entrapment. Only the patient¿s medical care provider and/or the dealer from whom you obtained this equipment, upon proper assessment of the patient¿s medical condition and needs, can evaluate whether this equipment is appropriate for use by any particular patient and assist the patient, the patient¿s family and/or the patient¿s primary day-to-day caregiver in assessing the risk of entrapment.¿ should any additional information become available, a follow up report will be filed. Note: the manufacturer of the subject bed is invacare sanford (florida) which is no longer in operation. This device is now manufactured at the invacare invamex location in mexico; therefore, the invamex address and cfn number is being utilized for the MDR filing.

Event description:
Per FDA medwatch form, an 80 year old male weighing 196lbs was found deceased and lying on the floor, with his arm caught in the bed rail. The patient's head was on the floor with his lower body suspended in the air.